Event description:
A us distributor reported that an electrode belt and stated the belt delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (ebelt - delivers pulse below lower limit) has been confirmed. Upon investigation the belt was not able to detect and treat. The cause for the failure was isolated high voltage travelled to low voltage circuitry, the gel in front therapy pad shorted the pulse wire. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged belt.